Event description:
It was reported that an atrial tachycardia response episode showed oversensed noisy signals on the right atrial (ra) lead. Noise was also visible on the ventricular lead; however, it was not sensed by the device. The presenting electrocardiogram shows appropriate function and stable lead measurements. Further review was recommended. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that an atrial tachycardia response episode showed oversensed noisy signals on the right atrial (ra) lead. Noise was also visible on the ventricular lead; however, it was not sensed by the device. The presenting electrogram shows appropriate function and stable lead measurements. Further review was recommended. This device remains implanted and in service. No adverse patient effects were reported. Additional information: further information was provided from the field that no further episodes of noise on either lead has been observed since (B)(6) 2023, and no further changes were made to the programming of the pacemaker.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.